Event description:
The patient reported difficulty charging and was unable to charge. The patient reported only getting two coupling bars, and saw a poor coupling screen. Repositioning the antenna did not resolve the issue and the patient was able to communicate with another external device. Using the antenna locate (al) feature resolved the issue, but the patient couldn't maintain good coupling. The implantable neurostimulator (ins) was tilted in the pocket and the patient fell and landed on their back. No patient symptoms were reported and the ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.